Manufacturer narrative:
Concomitant products: product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2021, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2013 , explanted: (B)(6) 2021, product type: extension, product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: extension. Product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 25-aug-2021, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 05-apr-2017, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 05-apr-2017, UDI#: (B)(4); product ID: 39286-65, serial/lot #: (B)(4), ubd: 26-aug-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that during an intra-operative procedure to remove the patient's (pt) lead and extensions to replace with an MRI compatible lead, upon opening at the cervical incision area, there appeared to be an infection. Therefore the physician ended up explanting the entire system. Once patient is healed, a new system will be implanted at that time.